Manufacturer narrative:
To aid in the investigation of this issue, seven (7) picture samples were provided for evaluation by our quality team. Through examination of the pictures, it was possible to confirm the reported defects. As the lot number was not identified for this specific occurrence, a device history record review could not be completed. It was not possible to determine a cause for the defect of foreign matter. Actions related to foreign matter were addressed in a corrective action performed in (B)(6) 2022 which incorporated cleaning procedures. As the lot number is unknown, it cannot be determined if this material was produced before or after the corrective action. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter. The following was translated from spanish to english: branulas bd insyte, in which strands of the same material are visualized in the catheter, which meant that they could not be used in patients. Material in the catheter, which meant that they could not be used in patients,catheter n°22, lot: 3027579, while the packaging of branula n°20 could not bethe packaging in order to have the lot. In addition, there are two branulaswith the following situation: catheter split at the tip

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.